Manufacturer narrative:
(B)(4). A service history review revealed that the device has not been serviced by baxter. A device history review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
The reported condition of failure code 812:04 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility reported a colleague pump with failure code 812:04. The reported condition was identified during programming / setup. There was no documented patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter quality engineering review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.